Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with the mahurkar dialysis catheter. The customer reports that there is a hole in the catheter by the venous adapter in silicon and the catheter had to be changed.

Manufacturer narrative:
An investigation is underway. Upon the completion of the investigation, the results will be forwarded.